Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned for an evaluation by the hospital. Because the part and lot numbers are unknown, the device history records could not be reviewed. The IFU (instructions for use) states "the surgeon must be thoroughly knowledgeable with the components, instruments and surgical procedure. Incomplete osteotomy or premature osteosynthesis may cause the device to bend, break, or the distraction screw to strip resulting in device malfunction or failure. The surgeon must plan proper placement and orientation of the device for each patient prior to implantation. Correct positioning of the device reduces the risk of device loosening from bone or possible biomechanical complications after distraction is complete." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During post market surveillance, a study on internal distraction identified technical failure of one distraction screw five weeks after surgery. "In another patient the distraction screw fell out after 95% of the consolidation phase was completed. The patient showed no symptoms, and the technical failure did not lead to any delay or problems." The literature identified 20mm of distraction was achieved.